Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors underinfused during infusion. The pumps were not fully infused, and 20% antibiotics was left. The process step was not specified. The device contained piperacillin/ tazobactam, and a vad (venous access device) was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes) and h11. H4: the lot was manufactured between january 24-25, 2024. H11: the actual devices were not available; however, a photograph of the samples were provided for evaluation. Visual inspection of the provided photographic samples shows fluid inside the device¿s bladders which suggests an under infusion may have occurred. Functional flow rate testing must be performed on the actual devices in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.